Event description:
It was reported that during the device change out for elective replacement indicator (eri), it was noted that the right atrial (ra) lead had high but stable impedance. The ra remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk biv ICD, implanted: (B)(6) 2009; 419378 lead, implanted (B)(6) 2004. (B)(4).